Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the patient's cholangiography, approximately 5 cm of the end of the 5 fr catheter "sheared" off when removing from the tuohy needle. Per the manufacturer's representative, "I believe the event occurred outside the patient and I was advised that there was no impact on the patient". No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.